Event description:
After insertion of camera/scope through an applied kii optical access system 15x100mm trocar a clear seal piece from the trocar was discovered lying on top of the stomach. The fallen piece and trocar was immediately removed from the patient and replaced with a new applied kii trocar. At the end of the case while observing the removal of the trocars, the surgeon noticed a dark foreign object adhered to the abdominal wall. He removed it and it was determined to be a piece of the inside of the first trocar. All items placed in biohazard bag and given to inventory manager w/explanation.